Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. During the investigation the product lot number was not identified; therefore, the device history records were not reviewed. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Possible material: 25-875-05-91, 25-876-05-91.

Event description:
It was reported screws became loose and were removed.